Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) had oversensing since implant, small r-waves, and noise/interference. It was noted that the icm was implanted in a low sternal area on top of the sternum. The physician attempted to reposition the icm; however, they were unable to remove the icm at that time since it seemed to be very deep by sternal wire. The icm was removed two weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.